Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 290 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent while wearing it on the leg. For treatment, the parent changed out the pod.

Manufacturer narrative:
Investigation results did not find a bent/kinked soft cannula. The data downloaded from the device did not show any timeouts or drive stalls during the run, but on 0x34 alarm was generated indicating that the processor reset for an unknown reason. The device was reset, paired to a master pdm. No timeouts, drive stalls, or alarms were regenerated during the rerun of the device. The drive mechanism and electrical components were tested and no damages or deficiencies were observed. The cause of the reset alarm could not be determined. No other damages or deficiencies were found during the investigation.